Manufacturer narrative:
Other, other text: b3: event date unknown. One device was returned for evaluation. Visual inspection showed the device in good condition with no visible contamination. Event history logs were reviewed and revealed an invalid syringe size' message. Functional testing was performed and the reported problem was able to be replicated. The root cause of the issue was determined to be a cracked barrel clam guide and a damaged size pot. The barrel clamp guide and size pot were replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's barrel clamp would not move smoothly and would stay hung up. It is unknown if there was patient involvement, no adverse patient effects were reported.